Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 (mg/dl). Customer administered insulin injections to treat their bg level. During system check with tandem technical support, contact reported that they saw something white in the infusion set tubing. All other components of the system check indicated that the pump was performing as intended. Recommendation was made to consult with health care provider to discuss diabetes management.